Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation , d16 - conclusion not yet available. Additional information: device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded inthis MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Event description:
It was reported that the syringe module was counting backward and the nurse did not get an occlusion alarm prior to the pump backing off. The medication being infused at the time of the incident was dopamine 5mcg/kg/min contained in a bd 60ml syringe. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the syringe module was counting backward and the nurse did not get an occlusion alarm prior to the pump backing off. The medication being infused at the time of the incident was dopamine 5mcg/kg/min contained in a bd 60ml syringe. There was patient involvement but no harm.